Event description:
It was reported that an external blood lea was observed from the pressure pod of a prismaflex set during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.